Event description:
In 2008, a gore introducer sheath with silicone pinch valve was advanced into a femoral artery that was too small for the device. After the gore introducer sheath with silicone pinch valve was retracted, intraoperative images revealed poor blood flow in the distal portion of the artery. It was reported that the artery was surgically repaired, the pt's blood flow in the distal portion of the artery improved, and that the pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.